Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, leading to the pump shutting off. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.